Manufacturer narrative:
This event was recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h11. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. This MDR is a duplicate of 0001526350-2024-01190. The initial report was created in error and should be voided.

Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. This MDR is a duplicate of 0001526350-2024-01190. The initial report was created in error and should be voided.

Manufacturer narrative:
This incident was recorded under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before the procedure the hose won't push down onto the handpiece. No patient involvement. No adverse event was reported. Due diligence is complete and no additional information is available.